Manufacturer narrative:
(B)(4). Medical device: batch # unk. Date of event: publication year for the journal article is 2014. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported that during review of a journal article, title: robot-assisted laparoscopic hepatectomy: the henri-mondor experience author: salloum c.; tayar c.; laurent a.; malek a.; compagnon p.; memeo r.; de angelis n.; pascal g.; azoulay d. Citation: hpb. Conference: 11th world congress of the international hepato-pancreato-biliary association. Seoul south korea. 16 (suppl. 2); p535; 2014. This study discussed about the robot-assisted laparoscopic hepatectomy. Between march 2011 and june 2013, 24 hepatic resections for both benign and malignant lesions by robot-assisted laparoscopic approach. During the procedure, the dissection was carried out with the bipolar forceps on the left arm of the surgeon and the harmonic curved shears (ethicon) on the right. Reported complications included intraoperative blood loss of 169.6 ± 165.2 ml (range: 20-700 ml) (n=?), in which one open conversion was needed; partial thrombosis in the right anterior portal branch (n=1); and enterocutaneous fistula (n=1) which was treated conservatively. In conclusion, robot-assisted laparoscopic hepatectomy is feasible and safe. Further evaluation with clinical trials is required to assess for improvement in outcomes and to validate its real benefits.